Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced memory impairment ("I can't even remember conversations"), back pain ("back pain"), alopecia ("my hair comes out in clumps"), night sweats ("night sweats"), hot flush ("hot flashes"), hyperhidrosis ("prefuse sweating"), dental caries ("teeth started rotting"), abdominal distension ("bloating") with abdominal pain, decreased appetite ("lack of appetite") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, memory impairment, back pain, alopecia, night sweats, hot flush, hyperhidrosis, dental caries, abdominal distension, weight increased, decreased appetite and urticaria outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, decreased appetite, dental caries, hot flush, hyperhidrosis, medical device removal, memory impairment, night sweats, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal, memory impairment, back pain, alopecia, night sweats, hot flashes, hyperhidrosis, dental caries, abdominal distension, weight increased, decreased appetite, abdominal pain, urticaria." Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Events added-memory impairment, back pain, alopecia, night sweats, hot flashes, hyperhidrosis, dental caries, abdominal distension, weight increased, decreased appetite, abdominal pain, urticaria. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.